Event description:
The customer reported that the workstation handle bolts broke causing handle to come off. This may have caused difficulty in transporting the system. The system remained operational. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The handle was replaced during the service call. The system was tested, found to be working as intended and returned to service.